Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "welcome to tandem" screen. Customer¿s blood glucose level was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.